Manufacturer narrative:
This report is for unknown plates. Part #, lot # and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown plates. PMA/510(k) number is not available. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: bilgili, f. Et al (2016), retrospective analysis of the results of ao 42a-b type tibia fractures secured with percutaneous locked plating and intramedullary nailing, turkish journal of trauma and emergency surgery, vol. 22 no. 1, pages 90-96 (turkey). The purpose of this retrospective study is to examine whether or not the type of fixation affects union time and functional outcomes. Between 2006 and 2010, a total of 42 patients were included in the study. These patients were divided into 2 groups; group I (intramedullary nail ¿ competitor¿s device) consisted of 18 patients (16 male and 2 female) with a mean age of 37.4 (range, 16-65) while group ii (percutaneous locking plate) consisted of 24 patients (16 male and 8 female) with a mean age of 43. 5 (range, 16-70). Fracture fixation was fixed using 3.5/4.5/5.0 mm locking compression plate (lcp) metaphyseal locking plate (synthes-switzerland and depuy-USA). The radiological and clinical evaluations of the patients were performed monthly for the first 6 months of follow-up and quarterly after that. The average follow-up time was 20 months (range, 12-32 months) for group I and 22 months (range, 13-14 months) for group ii. The following complications were reported as follows: 2 patients had nonunion (>9 of nonunion). 1 patient had malunion (angular deformity >5°). 3 patients had superficial infection. 1 patient had secondary infection. This report is for an unknown plates. This is report 1 of 2 for (B)(4).